Event description:
The pt had a severe rotator cuff tear in 1992, with repair. Pt experienced recurrent tears, and was admitted to the hosp in 1997 with the diagnosis of septic rt. Shoulder for I&d and debridement. Non-absorbable sutures were removed in 1997 during debridement. The shoulder was left open to heal by secondary intention. They were started on kefzol and then switched to vancomycin. Cultures of the site grew staph epidermidis, so the antibiotic was switched to IV rocephin. Pt was discharged home in 1997 with the wound healing well and no continued sign of sepsis.